Manufacturer narrative:
The device was evaluated. A review of the event history log review identified flange diagnostic failures. During functional testing, the pump failed the flange sensor test. The grommet was inspected for proper installation with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was related to the mechanism and flange assembly which require replacement to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device failed a flange sensor test. No additional information is available.